Event description:
It has been reported that a pt (gender unk) underwent esophageal banding following gastroscopy for the treatment of esophageal varices using a speedband super 7 device. The complainant reported that the band ligator deployed 5 bands. Two bands were not able to be deployed from the device. The procedure was completed using a second speedband superview 7 device. It has been confirmed that the pt incurred no complications during or post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.